Manufacturer narrative:
H.6. Investigation: during DHR review all required challenge samples, set-up and in process testing was performed in accordance with the control plan. No quality notification were initiated during the build of this lot number. Received a total of 2 q-syte ext. Set unit within sealed packages from lot number 6244850. All components within were present. Visual/microscopic examination: no damage was observed on any of the components of the representative units received for evaluation. Water leak test: the test was performed with the q-syte on the actuated and the unactuated positions and with and without the extension sets. No leakage was observed on any of the tests performed. The returned representative units did not display any adverse characteristics that would contribute to the defect the customer experienced, and the failure described in the event description could not be replicated at the laboratory.

Event description:
It was reported that bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: event date: (B)(6) 2019 the nursehead noticed that there was leakage around the threads of sepetum.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: event date: (B)(6) 2019. The nursehead noticed that there was leakage around the threads of septum.